Manufacturer narrative:
The reported blood loss event is attributed to the operator not completing rinseback in a timely manner as directed in the user's guide following an unrecoverable alarm. The alarm was attributed to a kink in the circuit. The disposable cartridge was not available for eval, however, it is unlikely a mfg issue as the system must pass a prime and alarms test prior to initiating treatment. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A balance chamber pressure alarm occurred during a routine hemodialysis treatment. Partial rinseback was completed, resulting in an estimated blood loss of 95cc. The pt's standard epogen dose was increased. No other medical intervention was required.